Manufacturer narrative:
Device lot # was not provided/unknown. Product not returned to manufacturer

Event description:
It was reported that that the (urs2) screw broke when the dentist was placing the implant.

Manufacturer narrative:
One tapered screw vent implant was returned for inspection. Visual inspection revealed that a fractured piece of screw was caught inside the drive feature. The other piece of the screw was not returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: instructions for use for zimmer dental implant systems internal hex or octagon components - to properly seat these prosthetic components, place the abutment retaining screw through the abutment and place the assembly into the internal bevel at the coronal portion of the implant. Rotate it until the abutment drops into place. The male hex or octagon should seat fully in the female hex or octagon of the implant once the torque wrench has been used to tighten the abutment to 30ncm. The complaint was confirmed. A root cause cannot be identified.

Event description:
It was reported that the (urs2) screw fractured inside of the implant while the dentist was placing the implant. The fractured piece could not be removed form the implant. Therefore, the implant had to be removed.